Manufacturer narrative:
Based on the claim against the product by the customer noting erbe generator errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi has received the da vinci product involved with this complaint to perform failure analysis, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. A review of the site¿s system logs confirmed the c-34 errors and identified a low anterior resection procedure was performed on (B)(6) 2022 by the surgeon on system (B)(4). No image or video clip for the reported event was submitted to isi for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with an external generator. The esu required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error "c-34" was on the erbe screen when applying monopolar energy. Prior to calling, the customer rebooted the erbe, connected the erbe to a different power outlet and replaced the cautery cables without success. The technical support engineer (tse) reviewed the error logs and confirmed several "c-34" error occurrences. The tse informed the customer that they may connect a covidien force triad using the compatible activation cable to continue with procedure. The customer stated they would use another external generator with its own pedals to finish this procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor but patient information could not be provided. There was no further information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations of the returned unit confirmed the customer reported complaint. The unit was placed on an in-house system and was run in normal mode. The integrated electrosurgical unit (iesu) will be returned to original equipment manufacturer (OEM) for repair.